Manufacturer narrative:
Corrected: h6: added health effect: clinical code e2013.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). This device was involved in an earlier event, reported with manufacturer report number 2017233-2025-06242. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (tac123415e, and tsb121506e). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted and therefore no product evaluation has been performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic stent graft may include but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025 from the imedidata study database: on (B)(6) 2025, a patient underwent endovascular treatment for a penetrating aortic ulcer in the thoracic aorta. The patient was treated with a gore®tag® thoracic branch endoprosthesis and a gore®tag®conformable thoracic stent graft with active control system (tgm343415) was implanted in the proximal descending thoracic aorta. The gore® devices were successfully navigated to the intended locations and successfully deployed. The endovascular access method was percutaneously on the left. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. On (B)(6) 2025, it was noted the patient had a ruptured type b dissection. It is a new aortic dissection, distal/adjacent to the gore®tag®conformable thoracic stent graft with active control system. This resulted in inpatient hospitalization and a reintervention on the same day, where two additional gore®tag®conformable thoracic stent graft with active control system were implanted.